Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. (B)(4). Vitreous hemorrhage is identified in the device labeling as known inherent risk of glaucoma stent surgery.

Event description:
The surgeon reports performing cataract surgery with implantation of the istent. During surgery there was a fair amount of blood reflux and the patient was on plavix. Postoperatively, the patient presented with a vitreous hemorrhage in the operative eye.. The surgeon conferred with the glaukos medical monitor who reported that patients iop was fine and that the patient's vision was much improved. The last visual acuity was reported to be 20/30. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was requested and on 7/25/2016 the surgeon provided the following details. The vitreous hemorrhage has resolved. The patient's visual acuity (20/200) is due to the patients pre-existing neovascular age-related macular degeneration (wet). .

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities thought to be related to the reported event. UDI: (B)(4) MFR reference number: (B)(4). Reported to FDA on:6/14/2016.

Event description:
The surgeon provided the following additional information to glaukos on (B)(6) 2016. The cataract procedure followed by istent implantation took place on (B)(6) 2016 on the right eye. The surgeon reported intraoperative bleeding and chamber instability post istent insertion. On (B)(6) 2016 the patient presented with a vitreous hemorrhage resulting in decreased vision, hazy vision, cobweb shapes and dark streaks. The patient was monitored and the vitreous hemorrhage was reported to be self-resolving and did not require intervention. The patient's current status and prognosis was reported to be stable with a resolving vitreous hemorrhage with limited vision from wet amd. Iop was improved with medications. The istent looked good. The patient was referred to a retina specialist.